Event description:
It was reported via repair work order that the scale was inaccurate due to worn load cells. It was also reported that the fowler drifted with weight due to a worn actuator and the power cord sheathing was torn and the power inlet was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.